Event description:
Note: the date of the procedure is unknown. It was reported to boston scientific corporation in 2007, that a corflo cubby dual port standard balloon device was used during an percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured within a month after placement. The damaged device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned device, this complaint has been confirmed. The leak was located. The balloon separated from the shaft on the distal end to the left of the notch. The exact cause of the reported malfunction cannot be determined.